Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the reported failure was not identified.

Event description:
The customer reported an under infusion when using a syringe pump and a monoject 3 ml syringe . There was no report of patient harm. Although requested no further details provided.

Event description:
The customer reported an under infusion when using a syringe pump and a monoject 3 ml syringe. There was no report of patient harm. Although requested no further details provided.